Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer attributed their elevated bg level to failing to charge the pump battery allowing it to deplete and subsequently shut down. While hospitalized the customer was treated with intravenous insulin. The customer was released the same day with bg levels at target level.